Event description:
After several days of intermittent operation, the pt's system reportedly stopped working (date not given). In 2004, the pt reportedly was seen for evaluation. Testing performed confirmed that the device was not fully functional. Five days later, the distributor reportedly was notified that the pt's device had stopped working completely. Surgery to explant the pt's cii device is to be scheduled.